Manufacturer narrative:
A ge oec svc rep investigated the issue and erased the flash, replaced the system interface pcb, and reloaded the flash to restore function. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
A ge oec 9800 fluoroscopy sys had the left (live) monitor go black or not display an image. Sys removed from use for service.